Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported leaking at the infusion site (arm). The patient reported that the pod had a communication alarm during wear. As treatment the patient removed the pod.

Manufacturer narrative:
A tear was observed on the unexposed portion of the soft cannula. The exposed portion of the soft cannula could not be tested to confirm the reported issue due to the internal leak. Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined.